Event description:
A user facility reported this lma would not remain inflated during use in a pt. A syringe was left on the valve and the lma was used for the duration of the case without any pt injury or problem. The user facility has returned the lma for evaluation.